Manufacturer narrative:
The investigation into the reported limb ischemia-revesible has been completed since the original report was filed. No device was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported an impella cp in a 60 year old male patient for electrophysiology and ablation. It was reported that the impella site was injected with thrombin and ultimately caused vessel closure and acute limb ischemia. This was repaired surgically. When the patient returned at a later date, the decision was made not to access the left groin.